Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the left therapy pad. The patient reported the skin was itchy and becoming raw. The patient reported she sweats a lot. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient spoke with the pharmacist who suggested using an otc cortisone cream 10 with aloe vera. The patient also removed the device and was sent extra garments to help frequent garment change. Follow up indicated the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as under the left therapy pad. The patient reported the skin was itchy and becoming raw. The patient reported she sweats a lot. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient spoke with the pharmacist who suggested using an otc cortisone cream 10 with aloe vera. The patient also removed the device and was sent extra garments to help frequent garment change. Follow up indicated the irritation improved.